Event description:
Additional information received identified that patient's ipg was explanted on (B)(6) 2019 (related manufacturer reference number 1627487-2019-10220) and not on 20 sep 2019

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. The issue was resolved.